Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose versus blood glucose differences. Customer's blood glucose was 14.4 mmol/l. Customer stated that sensor glucose was low and blood glucose was fine. The customer was advised that all is good. Customer stated that they would like to have a new transmitter.